Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose and ketones. The customer's most recent blood glucose reading was 432mg/dl, and he was treated with a manual injection. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. Ran a fixed prime and high pressure test and the insulin pump passed the tests. During the call was found that the customer wears the infusion sets more than three days. Advised customer the importance of changing the infusion every two to three days. Instructed the customer to use room temperature insulin when filling the reservoirs. No further information was provided.